Event description:
Device was reported to malfunction (would not deliver power) during use. Device was returned to factory. In-house tests indicated device worked per specification. There was no pt injury.